Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that within the last week or two the pts ins felt like it was rubbing under their skin. Pt noted they had been falling lately. So yesterday an x-ray was done to see if the ins had moved a little bit. Pt noted they had so much luck with their ins before this issue for pt was getting relief and pt did not want to get the ins removed. Pts hcp was dr. (B)(6) (first name asked unknown).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the managing physician and the rep inspected the patient¿s battery pocket. The physician noted that the patient had lost weight but that the battery seemed to be in a stable, normal position. Rep assured the patient that even if the battery flipped, her ins could be charged on either side. Rep also had the patient demonstrate the charging issue. Her device seemed to be in a deep discharge because it required more time to get back to a normal charging screen after displaying ¿no device found.¿ the ins was charged up to 40% so rep could establish a connection with their patient programmer, check settings and lead integrity, which came out normal. The managing physician and patient were content with seeing that the battery was able to charge normally. They planned to meet again and said they would call me if they encountered any similar issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on may 23, 2023. The patient reported that starting in (B)(6) 2023, they noticed they could not charge the ins because they were getting a message like "can't find device". As a result of not being able to charge the ins, the patient was no longer getting pain relief from the stimulator. The pt reported they believe the ins had moved and was flipping in their back because it was not laying flat all of the time; sometimes they felt a bump on their back and sometimes the bump was not there. The pt reported their doctor wanted a manufacturer representative (rep) at their next appointment on (B)(6) 2023 to check the device and help figure out why the ins was not charging. The pt was provided the phone number for the hcp to call to schedule an appointment with a rep. The pt was then redirected back to their doctor so the doctor can schedule the appointment. A field rep was notified of this event, and the rep responded stating they would call the pt on (B)(6) 2023.